Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) throughout (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Programmed basal rates ranged throughout the day from 0.1 to 0.8 units/hour. User made 4 bolus requests on (B)(6) 2019, each without entering current bg value, one without entering carbohydrate gram value, and one while still having insulin on board (iob). Cgm data shows bg trended down within a few hours following each bolus. It is possible the user¿s personal profile settings need adjustment. It is possible the user over-corrected. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 34 mg/dl; cause was not known. Juice was consumed to treat bg. Due to working at the hospital, the hospital rapid response team administered a saline-dextrose intravenous drip to the customer. Reportedly, the customer consulted with healthcare provider regarding diabetes management.